Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device experienced an error code. The error code was not specified. There was no report of patient involvement.

Event description:
It was reported to philips the device experienced an error code. The error code was not specified. The device was in use at the time of the reported issue. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.